Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a pump error alarm. Bloog glucose level was unknown. No troubleshooting was performed. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Unit passed self test. No unexpected pump error 23 alarms noted during testing. Constant pump error 38 alarms during rewind due to moisture damage on motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement due to constant pump error 38 alarms. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, slightly damaged keypad overlay texture, slightly stained select button on keypad overlay, corrosion on force sensor assembly and corrosion in battery tube.